Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that toric axis was off fifteen degrees from the manual toric marks in the unknown eye of the patient before refractive surgery. The doctor additionally confirmed that the alignment of manual marks were correctly after operation. There was no patient harm reported.